Event description:
During carotid stent case, several dilators were utilized to pre-dilate the tract in order to advance the sheath through the scarred groin. Upon removal, the device began to separate, even though the physician was very delicately withdrawing the device. Device was removed from the patient in one piece.